Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed damages to the lens, rear housing battery compartment, ac connector, dose connector, air detector, downstream sensor and the uso seal were contaminated by fluid ingression. Review of the event history log (ehl) showed lec 1870. Functional testing was performed by powering on the device and the reported issue was duplicated due to a locked motor. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited last error code 1870. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.g3: chile b3, d5, e2, e3 were unknown at the time of reporting.